Event description:
It was observed that during the device evaluation, colonovideoscope exhibited foreign material from the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the air/water channel and cylinder but the type of the material or root cause cannot be identified. It is likely that foreign material remained in the device due to the reprocessing was not practiced in accordance with instructions for use (IFU) however; a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. The instruction manual operation manual, ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual, ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. In addition, the reportable malfunction of burnt probe cover was found and based on the results of the investigation, it is likely the following led to the malfunction: it was possible that a high-energy endo therapy accessory may have been used without sufficient distance from the distal end. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.